Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused occlusion. The patient reported becoming aware of blood clots, clotting and or occlusion approximately six years and eleven months post implant. The patient also reported anxiety related to the filter. According to the implant records the indication for the filter was prophylactically due bleeding, an unstable pelvic fracture requiring surgery, following being struck while on a motorcycle. The filter was placed via the right common femoral vein and deployed in an appropriate infrarenal position. The patient tolerated the procedure well without any immediate complications, and then underwent a successful embolization of the posterior division of the right internal iliac artery. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. With the limited information provided a clinical determination cannot be made as to what factors may have contributed to the reported events. There is nothing to suggest that the reported events are related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, occlusion. Per the implant records, the filter indication was prophylactic, pre-operative for unstable pelvic fracture bleeding. The right groin was prepped and draped in a sterile fashion, and under ultrasound guidance, the right common femoral vein was accessed with a needle. A venogram was performed demonstrating no caval thrombus or any anatomic variant. The optease filter was deployed in an appropriate infrarenal position. The patient tolerated the procedure well without any immediate complications, and then underwent a successful embolization of the posterior division of the right internal iliac artery. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately six years and eleven months after the filter implantation. The patient reports blood clots, clotting and or occlusion of the ivc and further experienced anxiety related to the filter.